Event description:
During use the tubing distal to the vamp reservoir spontaneously disconnected from the vamp reservoir, leaving the arterial site open and bleeding profusely.

Manufacturer narrative:
Evaluation summary: adult vamp - blood is visible inside the system. Tubing is found completely detached from solvent bond joint with reservoir. Trace of adhesive and etching is visible at a small part of the tubing bond area. This pattern of adhesive distribution appears con.